Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing of noise during a surgical procedure involving electrocautery. The oversensing resulted in pacing inhibition for greater than 2 seconds of asystole. It was reported that a magnet was not placed over the device during the procedure. No further episodes of noise were observed after completion of the procedure. No adverse patient effects were reported. This product remains implanted and in service.